Event description:
During a meniscus repair utilizing the fast-fix 360 curved ndl delivery sys, it was reported that after the deployment of t1, the deployment knob was too hard to deploy t2. The suture was cut to remove t2, but t1 was left behind unsupported inside the joint. The operation was completed with another fast-fix 360. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿the deployment knob was too hard to deploy t2.¿ the insertion device with no implants/suture construct was received. Due to the state of the returned device, the complaint could not be confirmed. The insertion device cycles and actuates per design. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).